Manufacturer narrative:
The drill was returned to the MFR; however, the product has yet to be evaluated. A f/u report will be filed once the product eval has been completed.

Event description:
It was reported that the drill heated up after the surgical procedure. There was no user injury reported, and no other adverse consequences alleged with this event.